Event description:
Initial result of 0.69 ng/ml for troponin t stat. Rerun of same sample recovered <0.01 ng/ml. Redraw of same pt recovered <0.01 ng/ml. No info provided to determine if results were used to guide therapy. The field service rep determined the customer was not using the appropriate rack adapters to maintain tube alignment for correct sampling. The customer has been provided the appropriate rack adapters.